Manufacturer narrative:
The device was nor returned for evaluation as it was discarded by the user following patient support. There are no definitive information indicating that the use of the impella was the cause of the femoral dissection. The clinicians reported that they believed that per-close challenges indicated potential arterial calcification and mild peripheral vascular disease. The root cause of vascular damage could not be determined because the pump was not returned to abiomed for investigation. (B)(4).

Event description:
The complainant reported that the patient was taken to the coronary catheterization lab for removal with bilateral access, catheter cross-over and balloon tapenade for 20 minutes. In addition 10 to 15 minutes of manual compression was performed. Following removal of the impella cp it was found that the patient's femoral artery was dissected. The patient was taken to surgery where the arterial repair was successfully performed. The patient's 19 hours of impella cp support was reported as successful and the patient was reported to be in stable condition.